Event description:
It was reported that during a transurethral resection of bladder tumor (turbt) procedure the monopolar cord began smoking and caught fire while being plugged in to the port on the generator. No harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.